Event description:
The wire was kinked in the package on one PICC. The other PICC was "stuck" to the bottom of the tray that it was packaged in. There was also a wire used to replace a power PICC and the wire hung up in the catheter and got lodged inside the catheter.

Manufacturer narrative:
Lot history record review: the lot history records for lot listed above were reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of the returned sample: the complaint sample was returned for evaluation and the following was observed: the 0.018" wire and catheter were returned. The tray was not returned. The wire was returned in the hoop with the tip of it sticking out. There is a kink in the tip of the wire 3cm from the distal tip. There is a pinch mark in the catheter from the 59cm mark to the 60cm mark. There appears to be a blue tint on the catheter at the pinch mark. A stock wire was interfaced without difficulty through a straight catheter. However, when the catheter was looped, the guidewire could not be advanced through the catheter. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. During the investigation, a kink was observed on the wire 3cm from the tip, a 1cm-flattened section was observed between the 59 and 60cm marking and a stock wire was interfaced without difficulty through a straight catheter, however, when the catheter was looped, the guidewire could not be advanced through the catheter. The exact cause of the wire becoming kinked is unknown. It is possible this type of complaint could have occurred during shipping. The exact cause of the flattened section is unknown. A possible cause of this complaint type is the placement of the catheter in the packaging tray. The exact cause of the difficulty interfacing the guidewire appears to be design related. Angiodynamics has been made aware of this type of complaint and has opened up a corrective action to address this issue. A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. This type of complaint will be monitored for trends. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.